Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed and was found to be due to worn out video connector latch causing unstable image when manipulate the pigtail. Additional findings were as follows: severe noise or flicker that the endoscopic image is not visible. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that the video system center had a connection issue causing the picture to go out intermittently. The issue was found during the procedure. The diagnostic cystoscopy of the bladder procedure was completed with another similar device. It was stated that the issue occurred when the scope was connected to the image displayed on the screen. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
E2, e3 (additional information has been obtained and provided). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the image cutting off could not be identified. However, it¿s likely the cause is related to worn video connector pins. Olympus will continue to monitor field performance for this device.